Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and since the event was not reproduced by the repair center, it is likely there was no abnormality with the subject device and an issue with another device instead. The event may have been caused by the user connecting the electric contact point of the scope connector in a state where it was not dry enough or was covered with a foreign material. An unstable communication between the endoscope and the video processor can cause the b30 error (scope communication error). The following is stated in the instruction manual of cv-190: "6.3 connection of an endoscope - make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. 9.2 troubleshooting guide - [solution(b30,e216)] wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source.".

Manufacturer narrative:
The device was returned to olympus for inspection. No issues were found during the device inspection. The software version needed an update. The customer was informed of the inspection result. It was determined that the reported issue was due to a faulty scope and not the device sent to olympus for an evaluation. If additional information is obtained a supplemental report will be filed.

Event description:
An olympus representative reported that a user facility was having continuous issues with a video system center. Error codes b30 and e216 were observed when connecting the scope. No patient involvement or injuries were reported. No additional information.